Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive, abnormal bleeding during menstruation"), urticaria ("full body hives"), fungal infection ("yeast infections") and dysuria ("painful urination"). The patient was treated with surgery (on or about (B)(6) 2016 total vaginal hysterectomy). At the time of the report, the pelvic pain, menorrhagia, urticaria, fungal infection and dysuria outcome was unknown. The reporter considered dysuria, fungal infection, menorrhagia, pelvic pain and urticaria to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and seizure ("seizures") in a 30-year-old female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, diabetes, gerd, thyroid disorder, mood disorder, psoriasis, insomnia, hyperlipidemia, mood disorder, ovarian cyst, psoriasis, suicide attempt, short-term memory loss, gastroesophageal reflux disease, uterine bleeding, constipation, nausea and vomiting. Previously administered products included for an unreported indication: nexplanon from (B)(6) 2014 to (B)(6) 2015, depo from 2004 to (B)(6) 2014 and norethindrone. Concurrent conditions included chronic cervicitis, suprapubic pain, offensive vaginal discharge, unable to urinate and papular rash. Concomitant products included metformin since 2014 for diabetes, omeprazole (omeprazol) since 2014 for gerd, lamotrigine (lamictal) since 2013 for mood disorder, adalimumab (humira) since 2013 for psoriasis and levothyroxine sodium (synthroid) since 2013 for thyroid disorder. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("excessive, abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("full body hives"), vulvovaginal mycotic infection ("yeast infections"), dysuria ("painful urination"), dermatitis allergic ("allergic or hypersensitivity reactiontype: rash"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (total vaginal hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, seizure, menorrhagia, vaginal haemorrhage, urticaria, vulvovaginal mycotic infection, dysuria, dermatitis allergic, cystitis, urinary tract infection, vaginal infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered alopecia, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and seizure ("seizures") in a 30-year-old female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, diabetes, gerd, thyroid disorder, mood disorder and psoriasis. Previously administered products included for an unreported indication: nexplanon from (B)(6) 2014 to (B)(6) 2015 and depo from 2004 to (B)(6) 2014. Concomitant products included metformin since 2014 for diabetes, omeprazole (omeprazol) since 2014 for gerd, lamotrigine (lamictal) since 2013 for mood disorder, adalimumab (humira) since 2013 for psoriasis and levothyroxine sodium (synthroid) since 2013 for thyroid disorder. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("excessive, abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("full body hives"), fungal infection ("yeast infections"), dysuria ("painful urination"), rash ("allergic or hypersensitivity reactiontype: rash"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (total vaginal hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, seizure, menorrhagia, vaginal haemorrhage, urticaria, fungal infection, dysuria, rash, cystitis, urinary tract infection, vaginal infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, fungal infection, headache, menorrhagia, migraine, pelvic pain, rash, seizure, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Aka names added. Lot number added. Event added as allergic or hypersensitivity reactiontype: rash, infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems condition: depression, migraines / headaches, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),did not undergone essure confirmation test, pain, vaginal discharge, fatigue, hair loss and abnormal bleeding (vaginal). Historical, concomitant condition and relevant lab data were added. Concomitant and historical drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Intraserous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and seizure ("seizures") in a 30-year-old female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, diabetes, gerd, thyroid disorder, mood disorder, psoriasis, insomnia, hyperlipidemia, mood disorder, ovarian cyst, psoriasis, suicide attempt, short-term memory loss, gastroesophageal reflux disease, uterine bleeding, constipation, nausea and vomiting. Previously administered products included for an unreported indication: nexplanon from (B)(6) 2014 to (B)(6) 2015, depo from 2004 to (B)(6) 2014 and norethindrone. Concurrent conditions included chronic cervicitis, suprapubic pain, offensive vaginal discharge, unable to urinate, papular rash and body mass index normal. Concomitant products included metformin since 2014 for diabetes, omeprazole (omeprazol) since 2014 for gerd, lamotrigine (lamictal) since 2013 for mood disorder, adalimumab (humira) since 2013 for psoriasis and levothyroxine sodium (synthroid) since 2013 for thyroid disorder. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("excessive, abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash generalised ("rashes or skin conditions type: all over body rash / rash"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced urticaria ("full body hives"), vulvovaginal mycotic infection ("yeast infections"), dysuria ("painful urination"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed), salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, seizure, menorrhagia, vaginal haemorrhage and rash generalised had resolved and the urticaria, vulvovaginal mycotic infection, dysuria, cystitis, urinary tract infection, vaginal infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, migraine, pelvic pain, rash generalised, seizure, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant disease added. Event rashes or skin conditions type: all over body rash added. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and seizure ("seizures") in a 30-year-old female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, diabetes, gerd, thyroid disorder, mood disorder, psoriasis, insomnia, hyperlipidemia, mood disorder, ovarian cyst, psoriasis, suicide attempt, short-term memory loss, gastroesophageal reflux disease, uterine bleeding, constipation, nausea and vomiting. Previously administered products included for an unreported indication: nexplanon from (B)(6) 2014 to (B)(6) 2015, depo from 2004 to (B)(6) 2014 and norethindrone. Concurrent conditions included chronic cervicitis, suprapubic pain, offensive vaginal discharge, unable to urinate, papular rash and body mass index normal. Concomitant products included metformin since 2014 for diabetes, omeprazole (omeprazol) since 2014 for gerd, lamotrigine (lamictal) since 2013 for mood disorder, adalimumab (humira) since 2013 for psoriasis and levothyroxine sodium (synthroid) since 2013 for thyroid disorder. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("excessive, abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash generalised ("rashes or skin conditions type: all over body rash / rash"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced urticaria ("full body hives"), vulvovaginal mycotic infection ("yeast infections"), dysuria ("painful urination"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed), salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, seizure, menorrhagia, vaginal haemorrhage and rash generalised had resolved and the urticaria, vulvovaginal mycotic infection, dysuria, cystitis, urinary tract infection, vaginal infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, migraine, pelvic pain, rash generalised, seizure, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: update of quality-safety evaluation of ptc ( FDA codes update). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.